Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h4 - manufactured date. Updated d4 - expiration date. Updated h6 - type of investigation by adding code - 3331. Updated h6 - health effect - impact code by adding code - 4606 . Updated h6 - clinical code by adding code - 4446. H11: corrected data: replace h6 investigation findings code - 180 with code - 3221

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case is most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to severe mitral stenosis and a single frozen leaflet. The tmvr was performed successfully with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1 in a stable condition. As reported, no allegations of early valve failure/dysfunction.